Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: review of the black box data revealed multiple, unexplained records of ¿power on reset.¿ a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, the pump was powered on and exercised for 24 hours without any interruption in power. The pump was opened for investigation; there was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.